Event description:
Device 1 of 2 : reference MFR. Report: 3006705815-2018-02405. Follow-up identified the patient was hospitalized for the symptoms; however the length of hospitalization is unknown. In addition, it was clarified the evacuation of the hematoma and the system explant occurred at the same time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02405. It was reported the patient was sent to the emergency room due to loss of leg function. There is no additional information at this time.

Event description:
Device 1 of 2 : reference MFR. Report: 3006705815-2018-02405 . Following the procedure, the patient was diagnosed with paraplegia and epidural hematoma. An evacuation of the hematoma and a laminectomy was performed. In addition, the patient underwent an explant procedure on either (B)(6) 2018 or (B)(6) 2018. The patient has regained sensation in her right leg, but is unable to move her leg.